Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. On (B)(6) 2025, the patient reported that the needle of their infusion set broke. The incident occurred after the infusion set had been in use for only five minutes. No further information was available.